Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as a "scabbed and red skin on the patient's back under the electrodes. The patient consulted his physician who recommended periodically removing the lifevest. Follow-up indicated that the irritation had improved.